Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a an endovascular aneurysm repair interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to an 18f sheath and the evar procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.